Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and controller were not returned for evaluation. A review of the manufacturing documentation confirmed that the vad met all requirements for release. Visual evidence provided be the site revealed damage to the outer sheath of the driveline cable, which corresponds with the reported "visible wrinkling." Review of the controller log files revealed one electrical fault alarm logged on (B)(6) 2019 at 00:20:14 due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). Log file analysis also revealed a controller power up event on (B)(6) 2019 at 20:40:55. No anomalies were recorded leading up to the loss of power. The controller was without power for 7 seconds. As a result, the reported events were confirmed. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarm event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the driveline sheath damage may be attributed to wear and/or improper handling. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial or lot#:(B)(4) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-nov-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical fault alarms that resolved after a few seconds and a loss of power. It was noted that the driveline had visible wrinkling of the sheath which possibly contributed to the electrical faults. The controller and driveline remain in use. No patient complications have been reported as a result of this event.